Manufacturer narrative:
Follow up 05-sep-2016: quality-safety evaluation of ptc: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-sep-2016 for the following meddra preferred term: back pain. The analysis in the global safety database revealed 210 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and had lower back pain. She visited a gynecologist and physical therapist and was planning to have essure removed. Back pain is listed in the reference safety information for essure. Considering that essure may cause uncharacterized pain, including back pain and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal will be required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be obtained.

Event description:
This spontaneous case report was received by regulatory authority from a (B)(6) female consumer in (B)(6) on 20-mar-2016 and forwarded to bayer on 04-aug-2016. On (B)(6) 2013 the consumer had essure (fallopian tube occlusion insert) inserted. Consumer experienced increase or heavy blood loss during menstruation, pain during ovulation, lower back pain, bones pain, arthralgia, memory loss, concentration problems, hair problems, menopause complaints and she was feeling the implant. Essure influence in daily life included work-related problems, social activities and happiness complaints. She contacted a doctor, visited a gynecologist and reported physical therapist and medication as treatment. She was planning to have essure removed. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in netherlands who had essure (fallopian tube occlusion insert) inserted and had lower back pain. She visited a gynecologist and physical therapist and was planning to have essure removed. Back pain is listed in the reference safety information for essure. Considering that essure may cause uncharacterized pain, including back pain and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal will be required. A product technical complaint analysis is being sought. No further information will be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.